Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As it was reported by the physician, the replacement was not due to the performance of the device. The event was likely due to the patients condition. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from this patient's physician that six years, six months post implant of this annuloplasty ring (B)(4). This ring was explanted and replaced with a medtronic bioprosthetic heart valve due to mitral valve stensosis and incompetence. The physician noted there were no allegations against the ring's performance. No adverse patient effects were reported due to the ring's function or its replacement procedure.

Manufacturer narrative:
Patient's weight received and added.

Manufacturer narrative:
The device will not be returned for evaluation because it was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The patient's weight has been requested, but was not provided to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.